Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: "last week", inratio: 1.1; date: (B)(6) 2011, inratio: 1.1, lab: 2.8.